Manufacturer narrative:
(B)(4). Batch # n55r9k. Additional information was requested and the following was obtained: did any pieces of the device fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Response received: all pieces will be returned. None of them fell into the patient. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired and the knife not in doghouse. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that on the fourth firing of the device prior to bringing the firing handle back to the home position, the handle broke. The device cut and delivered staples. A second like device was used to complete the procedure with no patient consequences reported.